Manufacturer narrative:
The customer-reported issue, a black screen on the hospital cart was reproduced during investigation testing. The black screen was determined to be caused by a malfunction of the lcd display module. The root cause of the lcd display module malfunction was likely caused by the lcd printed circuit board (pcb) inverter not having the insulator behind it. This issue was addressed in syncardia manufactured companion hospital cart 15" lcd module electrical insulator plan, and the lcd displays are replaced during the hospital cart service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4797 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. The companion hospital cart will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia certified hospital, reported that the hospital cart monitor remained black when a companion 2 driver was docked.